Event description:
A report has been received of an incident that occurred in (B)(6). The dealer reported the end user was bathing and when she went to raise the bathlift to get out of the tub, the bathlift would not raise. The end user depressed the up button on the pendant and the bathlift back would not raise from the reclined position to the upright position. Please see additional information provided.

Manufacturer narrative:
After pressing the buttons a few times the back did move into the upright position but the lift would not raise past this point regardless of any buttons being depressed. The end user waited for a time (unknown how long) and tried the buttons again and still nothing happened. As the water was getting cold, the end user got out of the tub and allegedly slipped, fell and broke 3 ribs. The end user reports she had purchased the lift on (B)(6) 2012 and alleges the lift was used 3 times. The dealer has been contacted for additional information regarding the incident. It was learned the replacement lift has been received and he is taking it out to set up and replace the existing lift. The incident is being filed as a serious injury, however no further information has been received if any medical attention was sought. However with the information provided one can reasonably suggest a serious injury event occurred. Any further information received will be provided in a supplemental report.